Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve was returned for evaluation: DHR - no discrepancies were noted. Failure analysis - the valve was visually inspected; the stator and the cam were dislodged. The valve could not be program tested as the cam was dislodged. The pressure test could not be performed as the valve was not program. The valve could not be flush and leak tested as the cam was dislodged. The valve was dismantled and was examined under microscope at appropriate magnification: marks and a bump from the pivot was noted on the casing. Root cause - the root cause for the issue reported by the costumer is due to the dislodged stator and cam. The root cause for the valve not program issue is due to the dislodged stator and cam. The root cause for the dislodged stator noted during the investigation is due to the valve receiving a hard knock. The root cause for the bump marks in the valve casing noted during the investigation is due to the valve receiving a hard knock.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported a hakim valve (ID 823100) had been implanted for a long time and the patient developed normal pressure hydrocephalus symptoms. An x-ray was taken and it was showing a "defect", therefore, the valve was removed and replaced. The patient recovered.